Event description:
This ra lead was implanted on (B)(6) 2008, and remains implanted as of this time. A call was placed to technical services on 07/02/2018, stating that the patient is in an atrial flutter. There was also some atrial undersensing of the ra lead. The following physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).